Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 personal therapy manager (ptm) showed code 8476. Code meaning was reviewed and was noted to be for motor stall. Patient reported 8476 code on programmer and reported having an magnetic resonance imaging (MRI) on (B)(6) 2016 earlier in the day for an unrelated issue. Patient was to follow up with healthcare professional. No symptoms were reported. No drug information was provided and no symptoms were reported due to the 8476 code on ptm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.